Event description:
Implant did not work as planned. There was no adverse consequence to the patient.

Manufacturer narrative:
Summary of evaluation: the product was not sent back. Only an historical data analysis was conducted to identify this was an isolated incident. The primary root cause of this event was determined to be user error (bad temperature management). As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.